Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was returned for failure analysis, and the reported error was confirmed and replicated. System logs revealed 32098 error, indicating brushless motor controller error occurred, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform (pftp) where the direction test was found to be failing on the axes controller, motor (acm), replicating the reported event. Once testing was completed, the acm printed circuit assembly (pca) was verified to be the source of the fault. The complaint was confirmed based on failure analysis. Failure analysis has concluded that the acm pca was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm4) due to error 32098. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the usm4 for evaluation. A follow-up MDR will be submitted, if additional information is obtained. The root cause of error 32098 points to brushless motor controller (blmc) error occurred, reported by axes controller, motor (acm) in arm4 usm.

Event description:
It was reported that prior to starting a da vinci-assisted ovarian cystectomy surgical procedure using an xi system before surgical ports placement, a nurse called during system setup to report a recurrent error 32098. The technical support engineer (tse) reviewed the logs and confirmed that universal surgical manipulator (usm4) was faulty. Before contacting tse, the nurse had already performed a hard power cycle on the patient side cart (psc), but the error reappeared immediately. Since all arms were required for the planned surgery, the tse suggested swapping the psc with sk5111. The nurse indicated that they would use the entire sk5111 system instead. The procedure was aborted to another da vinci system with no known impact or patient consequence reported.